Event description:
It was reported that the physician suspected a battery anomaly. A faster than normal battery depletion was suspected. The battery longevity on 13 dec 2023 was 2.3 yrs. The longevity had consistently decreased monthly and on 14 august 2024 a longevity of 6 months was observed. The pacemaker was explanted and replaced. During the procedure, a header anomaly was observed whereby an is-1 lead could not be removed from the header. The header was destroyed in order to release the leads. The patient was stable

Event description:
It was reported that the physician suspected a battery anomaly. A faster than normal battery depletion was suspected. The battery longevity on (B)(6) 2023 was 2.3 yrs. The longevity had consistently decreased monthly and on (B)(6) 2024 a longevity of 6 months was observed. The pacemaker was explanted and replaced. During the procedure, a header anomaly was observed whereby an is-1 lead could not be removed from the header. The header was destroyed in order to release the lead. The patient was stable.

Manufacturer narrative:
Correction: aware date should have been 29 aug 2024, instead of 2 sep 2024.

Manufacturer narrative:
Correction: patient information and b5 for leads still being in use.

Event description:
It was reported that the physician suspected a battery anomaly. A faster than normal battery depletion was suspected. The battery longevity on (B)(6) 2023 was 2.3 yrs. The longevity had consistently decreased monthly and on (B)(6) 2024 a longevity of 6 months was observed. The pacemaker was explanted and replaced. During the procedure, a header anomaly was observed whereby an is-1 lead could not be removed from the header. The header was destroyed in order to release the leads, and the leads are still in use. The patient was stable

Manufacturer narrative:
Reported event of premature battery depletion was confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection found the header broken off from device, the broken header is consistent with damage from explant procedure analysis was performed and found the battery depletion was premature. The high current condition could not be reproduced after installing new battery during analysis, which is consistent with hardware latch-up anomaly in the hybrid.